Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 460-370 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg; however, thought that stress may have contributed to it. A pump system check was performed and no device issues were identified. Upon follow up, the bg had started to decline. The customer spoke with a healthcare provider and the carbohydrate ratio was adjusted. The customer declined further follow up from tandem technical support.